Event description:
Reporter alleged blood glucose measured hi back to back with a result of 238 mg/dl when performed at the same time by the nurse. No treatment or actions were reportedly taken as a result. A request was made for the return of the suspect product and replacement product was sent.